Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Customer's blood glucose level was 180-181 and 251-252 mg/dl. Customer declined to continue troubleshooting and further information regarding the event was not obtained.